Event description:
It was reported that a patient underwent a laparoscopic repair of inguinal hernia on (B)(6) 2024 and suture was used. During the procedure, when suturing the abdominal wall incision, the suture pulled off the needle. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The following information was requested but unavailable: what is the product code? What is the lot number? Were there any patient consequences? Please provide the source or name and title of external person providing answers to follow-up.